Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was charging slowly. Reportedly, customer believed the issue to be caused by "something stuck in the charging port." The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 269 mg/dl.